Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the safety shield did not slide on needle resulting in a needlestick injury and this event occurred 1 time.

Manufacturer narrative:
H.6 investigation summary material #: 367283 lot/batch #: 23d22b1 bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional safety shield testing, and no issues were observed relating to difficult to activate safety shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to activate safety shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is plainfield, in. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. G5: PMA/510(k)#: one additional code applies: k991088 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the safety shield did not slide on needle resulting in a needlestick injury and this event occurred 1 time.